Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert coming from their device. The alert was triggered due to high/ undefined defibrillation impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.